Manufacturer narrative:
The customer declined service and evaluation and told a philip's representative that the equipment had been repaired by themselves.

Event description:
It was reported to philips that the device can not boot up. There was no reported patient or user involvement and no adverse patient/user impact.